Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Device 1 of 3. Reference MFR report # 1627487-2019-05138. Reference MFR report # 1627487-2019-05139. It was reported that during a perm implant procedure for the l5 lead on (B)(6) 2019, the lead was unable to be implanted due to patient anatomy and scar tissue. 3 leads were attempted to be implanted with no success. The procedure was abandoned.

Event description:
Related manufacturer reference numbers 1627487-2019-05138, 1627487-2019-05139.